Event description:
The pt called alleging high readings on the lifescan (lfs) meter. Medical affairs was unable to get in contact with the pt and sent a letter to obtain more clinical info. The pt received high readings in the 300's and 400's and felt shaky and sweaty prior to testing. One night in 2004, their blood glucose reading in the "480's" and the pt did not eat anything to bring their blood glucose down. Pt tested the following morning and received a reading in the 400's. Pt then took 2-3u of r and at 9:00am tested again and their meter still read in the 400's. Pt then tested at noon and their reading was 380 mg/dl. Pt ate lunch, since pt felt hungry. At 4pm, their blood glucose reading the 400's and took 2 u of r. At 5:00pm pt took 10u r (pt usually takes 5-6 units). At 6pm, pt started to feel shaky and sweaty and their spouse took them to the hosp and their meter read 389 mg/dl and the lab reading was 54 mg/dl. Pt was treated with orange juice, banana and then released. The technique of applying blood on the test strip was correct. Customer svc found out that the pt had been using expired test strips. Using expired test strips can lead to false blood glucose readings. Based on the info provided, this case is being reported as an adverse event, since "use error" caused or contributed to the serious injury.